Manufacturer narrative:
(B)(4). The device was returned. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. During evaluation, device passed the hc return instrument test/evaluation (rite) electrical test but failed rite functional test due to therapy monitored volume failed. External/internal inspection was performed per and passed. Fluid was transferred above the rite specified limits during fill 1&2, drain 1&2 and last fill. Accuracy confirmation test was performed and failed. Temperature verification test was performed and passed. Device powered up properly and no errors occurred. Inspected door assy and found the piston foam deteriorated and cracked door piston. Direct cause for the rite failure of therapy monitored volume failed was determined to be caused by deteriorated piston foam. Scrap door piston and piston foam. Device was sent to servicing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA was initiated to investigate this event further. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. Device failed during evaluation, no patient involved.